Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that left ventricular (lv) lead was dislodged. The lv lead failed to capture, failed to sense and exhibited high pacing impedance. The lead was explanted and replaced. The patient was stable.